Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer¿s blood glucose levels were 400¿s mg/dl, 482 mg/dl and 172 mg/dl. The customer treated high blood glucose with pens. The customer did not mention any symptom related to high blood glucose levels. The customer had been using insulin pump system within 48 hours of reported high blood glucose event. The customer reported that they were also hospitalized due to acute kidney injury, hypertensive urgency, acute hyperkalemia, nausea, vomiting and gastroparesis. The customer also reported that she had been using auto mode on the insulin pump. The insulin pump will not be returned for analysis.